Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "the pt's spouse state that her husband has been experiencing pain since his implant surgery on (B)(6) 2006."